Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow up, it was noted that the patient had a lead that was protruding from the skin. The physician scheduled a pocket revision to prevent erosion or infection from occurring. While revising the pocket, the left ventricular lead was damaged and was capped on (B)(6) 2018. The patient was to be supported primarily via right ventricular lead and the procedure was completed. No complications were reported. Related manufacturer reference number: 2017865-2019-04859.